Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. No moisture damage inside the insulin pump noted.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer stated the buttons may have been pressed for three minutes or longer or exposed to sweat while he was working out. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.